Event description:
After submission of the initial MDR, product was received on 8/16/2025 and it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). MFR no. 3004753838-2025-239216 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached wire occurred. The sensor was inserted on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.